Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a replace system controller and a backup battery fault alarm was confirmed via the log files review. The log files spanned approximately 1 day (21apr2021 to 22apr2021 per the timestamp). Multiple replace system controller (internal error code 50) alarms coincided with a yellow wrench advisory alarm and intermittently activated on 21apr21 at 03:46, 03:47, 03:55, and 04:11 due to a backup processor fault. A backup battery fault alarm (internal error code 40) coincided with a yellow wrench alarm and activated on 21apr2021 at 17:12 due to a backup battery being passed used by date. The alarm did not affect the controller¿s ability to operate the pump at the set speed limit and resolved shortly after activation. No other notable alarm was observed. The hm2 system controller, (B)(6) , was not returned for analysis. Per provided information, the backup battery and system controller was exchanged. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including replace system controller and backup battery fault. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(4) was shipped to the customer on 23mar2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that during the patient¿s driveline exchange on (B)(6) 2021, the patient¿s system controller was swapped out. No additional information provided. The referenced of the patient's driveline repair/exchange was reported under MFR #2916596-2021-02570.